Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker was in backup vvi mode. The device was successfully restored. The patient was in stable condition.